Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was approximately 200 mg/dl and an insulin injection was used to address the bg level. The customer did not troubleshoot with tandem customer technical support (cts) and stated that after an alarm, the infusion set and cartridge would typically be changed. The customer was to resume insulin delivery after speaking to cts.